Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient's potassium and inr values returned to normal and he was reported to be in good conditions. It was reported that the patient did not receive any therapy for the observed thrombus, the condition resolved on its own, and the patient did not show any symptoms of thrombus. No other information was shared.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed a slight decrease in power consumption and estimated flows starting on (B)(6) 2024. As a result, the reported low flow event was confirmed; however, the reported thrombus event could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation and the available information, possible causes of the low flow event may be attributed to multiple factors including but not limited to constriction at the outflow graft, thrombus at the inflow cannula/outflow graft, and/or poor vad filling. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) exhibited low flows associated with a thrombus. At first, the hospital thought the patient's ventricular fibrillation had reoccurred. After detailed examinations, it was decided to perform a computerized tomography (CT) scan. CT revealed a thrombus measuring 3.5 millimeters by 2.5 millimeters in the aortic anastomosis of the vad outflow cannula. The patient was admitted for observation and a transesophageal echocardiogram (tee) was scheduled. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the tee has not been done yet, and it is not known when it will be performed. It was also reported the patient has a supratherapeutic international normalized ratio (inr) level of 4, and that the patient had a cerebral bleeding in the past, so lysis is currently not an option. No intervention has been made yet, and the patient is under observation at the hospital.